Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the bearing sleeve device had vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, the reported condition was confirmed. It was determined that the device had excessive corrosion and medical debris inside the bearing. This is a limited life product which is not designed to be repaired once it does not meet manufacturer¿s specification it will be taken out of service and therefore would be normal wear and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.